Manufacturer narrative:
Final analysis found that the pulse generator exhibited high current drain due to a defective capacitor, resulting in premature battery depletion. After replacing the capacitor, normal function ensued.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun

Event description:
It was reported that the pulse generator exhibited premature battery depletion. The device was explanted and replaced.